Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A photo was provided of the lens in the eye. There appears to be a mark or crack across the center of the optic. No determination can be made from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, a long linear scratch on the posterior face of the optic right through the visual axis immediately after injection. Additional information was requested and received inserted and removed the lens, slightly larger incision than planned, edges of the tip of the cartridge look very rough and chipped.

Event description:
Additional information has been received stated that there was no patient harm and patient was not hospitalized. It was noted that scratch was oriented ~6-12 o¿clock. Upon injection, the scratch would be at 3-9 o¿clock, but when surgeon position the lens into the bag, it was rotated to about 90 degrees clockwise to arrive at the 6-12 orientation.

Manufacturer narrative:
Additional information provided in a.1., b.5., b.7., e.4., h.3., h.6. And h.10. The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens has a long narrow scratch on the posterior surface of the lens. The scratch extends from the center toward one optic/haptic junction area. This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). Qualified associated products were indicated. The root cause for the observed lens damage could not be determined. The scratch extends from the center toward one optic/haptic junction area (posterior surface). This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). The associated cartridge was not returned. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).